Event description:
The arthrex representative came to our facility and pulled product from the central core supply area (or) on [date redacted]. He left a note on the boxes saying ¿defective¿. One of the boxes had been opened and part of the product used. A facility staff member spoke with the representative two days later to ask if there were any informational release of recall or notice of defect from arthrex to its customers. The representative stated: "not at this time", but he had been to "all" of our health system locations to pull affected product including one of our ambulatory surgery centers. When our staff member reminded him we had entities across various states, he was surprised and mentioned his territory only covers [redacted] area.